Event description:
It was reported that a revision hip surgery was performed after the patient bent over and his hip dislocated. Liner was replaced and the head was up sized.

Manufacturer narrative:
(B)(4). The associated devices were returned for evaluation. Visual inspection of the returned devices showed deformation to the edge of the liner, likely caused due to the reported dislocation. Damage was noted on the surface of the liner and to the ring that was likely caused during removal. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.